Event description:
In the cath lab the hawk one multi-vessel atherectomy device was being used to perform an atherectomy on the right iliac artery. While the provider was gently removing the device from the patient, he felt some resistance. The device was removed but the cone tip of the device broke off from the device and was suddenly free in the vessel. An x-ray confirmed that the cone tip had migrated down the vessel of the leg closer to the right knee- multiple mitigation strategies were attempted including a peripheral stent to "pin" or "crush" the cone up against the vessel wall to maintain blood flow and to stabilize the foreign body, which was successful. The procedure was completed and ironically, the area involved was the location which was intended to be stented. Post-procedure the patient was pain-free, with no residual lesion and good flow distally in the leg. It was determined that the device was caught on a piece of calcium in the artery during removal which led to the dislodged nosecone tip.